Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the tubing. The customer's blood glucose level was 232 mg/dl reportedly, customer primed the tubing using the fill tubing feature to clear the air bubble. The customer was able to successfully resume insulin delivery.